Event description:
Per the clinic, the electrode array had migrated partially out of the cochlea resulting in decreased sound quality. The device was explanted (B)(6) 2013, it is unknown if the patient was reimplanted with a new device as of the date of this report, (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the patient was reimplanted with another manufacturer's device on (B)(6) 2013. This report is filed march 13, 2014.